Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse discussed the o ring on the leak testing fitting and bypassing the fitting on the internal exhalation port for troubleshooting. Also discussed was re-seating the data acquisition board. The customer reported that this did not resolve the issue. The customer ordered and will replace the gas delivery system. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the device did not pass system leak testing. No patient involvement.